Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient felt shocking sensations while in MRI mode. An abbott representative met with the patient to resume therapy and the shocking sensation resolved.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.